Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the "image has gone on the x-link". No negative impact in state of health reported.

Manufacturer narrative:
Additional information: the investigation was conducted solely based on the customer's description and the images provided, as the device (tc301; image1 s x-link, bipolar; sn: (B)(6)) was not returned for physical inspection. Therefore, physical technical inspection is not possible. The issue described by the customer is determined to be a software failure within the interconnection link board. If this software fails, no image is displayed anymore. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. In addition, we would like to draw your attention to page 10 of the relevant instructions for use (document ID: lza705_en_v4.3_IFU_ce-MDR), which contains warnings in section 3.8, "product failure," describing what to do if the product fails during use. The event is filed under internal karl storz complaint ID: (B)(4).